Event description:
Per distributor, the patient's cannula broke. The patient temporarily taped it at home, and then the hospital staff fixed it by cutting damaged part. Now red part of cannula is shorter then blue part. No adverse impact to patient reported.